Manufacturer narrative:
(B)(4). Device evaluated by MFR.: device not returned therefore analysis of complaint device could not be performed. Review of the manufacturing records confirmed that the devices in this batch met all applicable specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that stent foreshortening occurred. The target lesion was located in the left anterior descending (lad) artery. A 16 x 3.50 rebel stent was deployed to treat the lesion. The stent was well positioned, however it was noted via angiography that the stent did not cover the lesion. A significant longitudinal foreshortening had occurred during deployment. A larger balloon was advanced to post-dilate the stent. A 3.5x20 stent was then deployed overlapping the initial stent to cover the remaining portion of the lesion. The procedure was completed. No patient complications were reported and the patient's status was stable.